Manufacturer narrative:
(B)(6). The analysis results found that the reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the staples were malformed after the firing. The surgeon used hand sewing to pin up the tissue and complete the procedure. No adverse event on the patient.